Manufacturer narrative:
(B)(4). Batch # n55hoc. The analysis showed that the ats45 device was received with no apparent damage and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally, the pan had marks on the bottom consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. When the device was being tested for functionality, resistance was felt and no firing test was performed. The device was disassembled to verify the internal components and no issues were noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: just for clarification, when the device wouldn't complete the firing cycle, was any portion of the target tissue stapled or cut when the stapler stopped working? Yes. If yes, were the staple line and cut line approximately equal in length? Not sure but I think so from inspecting the device on collection. When the stapler was stuck, was there any difficulty opening the device? No. If yes, how was the device removed from the patient? Please confirm that the device jaws were able to be opened.

Event description:
It was reported that during an unknown procedure, the stapler partially fired and then wouldn't complete the firing cycle and got stuck. Surgeon opened the stapler, removed it and completed the procedure with endoloops. There were no adverse consequences for the patient reported.